Manufacturer narrative:
Ross, I. "Cassandra¿s breast implants gave her cancer. She¿s not the only one." Mamamia. 18/feb/2024. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; "bia-alcl".

Event description:
Through online magazine article titled "[patient's] breast implants gave her cancer. She's not the only one", patient was reported to experience right side "swelling" and "seroma [a pocket of fluid] around the implant". Fluid was aspirated and sent for testing and, "it came back as bia-alcl." Pathological markers confirming alcl have not been received. Device has been explanted.